Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received stuck in a motor error alarm during the bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm while changing the infusion set and stated that she had redone it three times without success. The blood glucose reading was 250 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Through troubleshooting, customer stated that she was able to rewind the insulin pump. Nothing further was reported.